Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized on 12/16/2022 with hypoglycemia. The patient's blood glucose levels reached 34 mg/dl while wearing the pod longer than 48 hours. The patient reported that they started delivering 11.5 units of insulin in anticipation of a big breakfast. The patient reported they fell asleep before they ate their breakfast and was found by their wife 4 hours later. The patient reported their wife called an ambulance in response to their low blood glucose levels. Symptoms reported include hypoglycemia. The patient was treated with IV fluids. The patient was released 45 minutes after being admitted to the hospital.